Manufacturer narrative:
Reliability analysis is inspected 1 opened/used elite sensor and found sensor cannula bent inside sensor, see attachment file unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
A customer reported via phone call indicating that they had issues inserting their sensor. The patient's blood glucose was 221 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.